Event description:
It was reported that pump battery did not reliably charge, as charging connection was unstable and required caller to hold cable or position pump carefully for charging to be recognized, despite use of confirmed working tandem cable, wall adapter, and outlet with no power alerts or shutdown alarms. There was no reported impact to the customer¿s blood glucose level. Technical support arranged shipment of replacement charging cable and wall adapter with two-day delivery, instructed customer to call back if problem continued with new charger, and advised customer to rely on multiple daily injections if pump battery depleted before replacement supplies arrived.